Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the end of the tubing and cannula during the load fill tubing process. Customer¿s blood glucose level ranged from 110 mg/dl to 160 mg/dl. Reportedly, a supply change was performed to resolve the issue and insulin delivery was resumed.